Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Functional testing revealed that the device could be turned on; however, an f-38 alarm was identified during the review of the alarm log. The cause of the f-38 alarm was determined to be due to an unplugged ribbon cable. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not be turned on. This occurred before patient use. There was no patient involvement. No additional information is available.